Event description:
Elevated advia centaur cea and br (ca 27.29) results were reported to the physician, who questioned them and had them retested. Upon retest, corrected reports for the cea and br results were generated. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to these discrepant cea and br assay result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. The fse cleaned all probes and performed dispense tests to verify sys operation. The instrument is performing within specifications. The fse also determined that the customer was using the incorrect ranges for their br qc and the assay calibrators were not reconstituted properly. No further evaluation for the device is required. Add'l 510k # for br is k982680. Additional catalog# is: 02419937.